Event description:
It was reported that the implantable cardioverter defibrillator (ICD) may have reached the elective replacement indicator (eri) early. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: rx53jbp, competitive implantable pacing lead, (B)(6) 2004; kainox sl, competitive implantable tachy lead, (B)(6) 2004. (B)(4).